Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The video cable was broken and causing the reported green image to appear. Additionally, the grip and bonding fiber were both damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoeye video telescope was experiencing imaging issues during use. According to the initial reporter, the image had green lines present as interference. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that damage to the grip, fiber bonding and inner tube neck was due to improper handling by the user. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter confirming that this event did occur during appendix surgery. Reportedly, the subject device was used to complete the procedure with no harm to the patient. The customer went on to confirm that event date was 17jul2023.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.